Event description:
Boston scientific received information that during a device replacement procedure, when this device was removed from this pocket, the header broke off the device casing. This did not compromise pacing as the wires from the casing to the header were still intact. Both the device and header will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis observed header separation. All seal plugs were intact and the setscrews moved freely. Microscopic visual inspection noted tool marks in the device casing and header surface. The device counter and therapy history confirmed that the device was able to deliver therapy prior to explant. Laboratory analysis confirmed the reported broken header issue. Technicians found the damage to the header was procedurally inducted.

Manufacturer narrative:
The device has not been returned. When this device get's returned it will be thoroughly analyzed and this report will be updated.